Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred and that the cartridges were cracked and leaking from the canister. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was greater than 500 mg/dl. A manual injection was administered to address elevated bg.